Event description:
This pi is for the 2021 insert exchange (reason unknown). A slide deck was provided to clinical research manager outlining the following: position: right knee. Date removed: (B)(6) 2024. Time in situ: 3 years (insert) and 11.3 years (femoral and tibial components). A triathlon knee...revised after 3 years (insert) and 11.3 years (femoral and tibial components, pi ) due to joint instability is characterised by: femoral component: ingrowth surface covered with bone, a well-fixed component. Severe scratching on bearing surface. Tibial baseplate: ingrowth surface covered with bone, well-fixed component. Polyethylene insert: an uneven wear scar, posteriorly displaced and with slight internal rotation of the femoral component in relation to the tibial insert. Catastrophic plastic deformation and fracture on medial condyle (posteriorly). Bearing surface shows severe wear and oxidative degradation characterised by burnishing, cracking and brittle fracture (medial condyle). There is also localised subsurface delamination on the bearing surface on both condyles, insert. Severe discolouration (yellowing) on the bearing surface indicating lipid absorption that precedes oxidation. Severe burnishing wear on the back surface. Wear mechanisms includes burnishing, scratching, plastic deformation, delamination, and pitting. Conclusion: the most notable feature is asymmetric severe wear on the tibial insert indicative of misalignment of the mating surfaces confirming joint instability that resulted in posterior fracture and revision.